Event description:
It was reported that, despite the refill going smooth and the site being easily found, the patient had experienced a local and systemic reaction post-refill. Immediately after the pump was refilled, the patient complained of flushing and not feeling well and, within minutes, it progressed to a headache, nausea, and dizziness. It was noted that the pump site showed no signs of redness or pain. The patient remained in the clinic for two hours and had stable vital signs. When the doctor examined the patient, it was determined that a remodulin bolus had most likely occurred during the refill process. It was stated that the patient¿s symptoms improved, though when discharged, was still flushed with a slight headache. Later that evening, the patient complained of the pump site being very painful, but without swelling or redness. It was noted that, prior to injection, the remodulin had been chilled by the pharmacy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was indicated that the remodulin bolus symptoms were gone by the evening of the refill and the local site pain resolved three days after that. The refill had reportedly followed the protocol instructions for the refill process and there was no alternative delivery method utilized. It was also noted that there had been quite a few of these reactions due to the potent effects of the drug with unintended subcutaneous delivery.

Manufacturer narrative:
(B)(4).